Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen would time out too soon. Customer's blood glucose level was 74 mg/dl. Reportedly, the customer reverted to a blood glucose monitor and will consult with health care provider regarding insulin therapy.